Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regn0343 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the valve letting in air especially during the patient's inspiration phase. For information it is a piccline just after the installation. I had previously carried out cycles of aspiration and injection of saline in order to mobilize the membranes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a valve issue is confirmed but the exact cause remains unknown. One video sample of a powerpicc solo catheter was provided for evaluation. The catheter is implanted with a patient and is being accessed by a luer lock syringe. It could not be clearly determined if the syringe is applying positive or negative pressure; however, it is removed and then reattached. Once reattached, blood is observed to pass through the extension leg. No leaks are noted at the hub or tubing. Once the syringe was removed, the blood level dropped in the extension leg. The condition of the valve could not be closely inspected from the video provided. Based on the information and video provided, possible contributing issues include residue interference and valve reset issue. Since blood was observed to aspirate through the extension tubing and subsequently drop, the complaint is confirmed; however, the exact cause remains unknown. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause. H3 other text: evaluation findings are in section h11.

Event description:
It was reported the valve letting in air especially during the patient's inspiration phase. For information it is a piccline just after the installation. I had previously carried out cycles of aspiration and injection of saline in order to mobilize the membranes.